Event description:
Reportedly, the contact stated that the customer received multiple notifications that the pump ran out of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges when attempting to deliver a bolus and during the load process. Customer's blood glucose level was not impacted. It was confirmed that the customer had insulin pens available as alternate insulin therapy.